Event description:
Customer reports receiving results of 428mg/dl and 187mg/dl within 3 minutes. Customer states that sometimes the strip is not properly dosed. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.